Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using two gore® dryseal flex introducer sheath devices, gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses. During the treatment, cut down approach for both sides were performed due to poor accesses. A 16fr sheath was inserted from right side without strong resistance. A proximal side of a trunk ipsilateral leg component, cxt201412, was deployed. The fitting was good. The physician tried to attempt to constrain the proximal end of the trunk, then perform an angulation, reopen. An angiography revealed that the proximal end of the trunk was slightly moved distally and did not appear to be fully deployed. Using constraining system, the proximal end of the stent graft was adjusted and deployed well as before. The constraining dial was removed to prevent migration. A 12fr sheath was inserted from left side. All stent grafts were implanted. An angiography revealed a proximal type I endoleak. Additionally stent graft, cxa230005, was implanted. The proximal type I endoleak was resolved. Access angiography performed. In both external iliac arteries, localized dissections were observed. To treat them, a 8 mm x 6 cm bare metal stent was implanted in the right external iliac artery and a 8 mm x 8 cm bare metal stent was implanted in the left external iliac artery. The patient tolerated the procedure. The physician stated that the dissections were expected. He was concerned whether the sheaths could be inserted.

Manufacturer narrative:
Device evaluated by MFR: the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.